Event description:
It was reported patient had a dislocation of gmrs proximal femoral bipolar. Doctor did a closed reduction. Patient is schedule for revision on (B)(6) 2014.

Manufacturer narrative:
The catalog number and lot code were not provided. It was reported that the patient dislocated his gmrs proximal femoral bipolar. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding alleged dislocation involving an unknown grms proximal femoral bipolar reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Update per sales rep: "dr. (B)(6) did an open reduction and no implants were removed or exchanged. The open reduction was done in (B)(6). "